Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009097, in question was manufactured at the reynosa site. Test results: the reference samples for the lot 6009097 have already been previously tested in the complaint (B)(4). On (B)(6) 2025. Visual test according to work intruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Threshold analysis: a query was run on 15-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009097". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009097 was manufactured according to the wi version 28 manufactured in the line 1, on 04/sep/2024, with a total of (B)(4) units. Gluing tubing DHR review: the lot 4h02559 was manufactured according to the wi version 29 manufactured in the machine li3010, on 24/aug/2024, with a total of (B)(4) units. The lot 4h05268 was manufactured according to the wi version 29 manufactured in the machine li3010, on 01/sep/2024, with a total of (B)(4) units. The lot 4j00314 was manufactured according to the wi version 29 manufactured in the machine li3010, on 03/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in france it was reported that patient experienced event of infusion set bent cannula on (B)(6) 2025. The blood glucose level was 400 mg/dl with ketone value 1.6 and 0.5 thereafter. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009097, in question was manufactured at the reynosa site. Test results: the reference samples for the lot 6009097 have already been previously tested in the complaint (B)(4) on 02-jul- 2025. Visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Threshold analysis: a query was run on 15-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009097". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009097 was manufactured according to the wi version 28 manufactured in the line 1, on 04/sep/2024, with a total of(B)(4). Gluing tubing device history record (DHR) review: the lot 4h02559 was manufactured according to the wi version 29 manufactured in the machine li3010, on 24/aug/2024, with a total of (B)(4). The lot 4h05268 was manufactured according to the wi version 29 manufactured in the machine li3010, on 01/sep/2024, with a total of (B)(4). The lot 4j00314 was manufactured according to the wi version 29 manufactured in the machine li3010, on 03/sep/2024, with a total of (B)(4). Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.